Event description:
It was reported that during the right ventricle leadless pacemaker (rvlp) that the rvlp would not release from the delivery catheter. The rvlp was not used and the physician elected to implant a different rvlp. The patient was discharged following the procedure.